Manufacturer narrative:
Correction: h6 - medical device problem code.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed recorded episodes of non-sustained right ventricular oversensing (nsrvo) caused by intermittent capture exhibited by the right ventricular (rv) lead. The patient was brought for threshold testing, and acceptable threshold was obtained. However, subsequent remote transmissions showed what appeared to be intermittent capture and diminished sensing. No further interventions were made. No patient symptoms were reported.